Manufacturer narrative:
Correction: it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2025-115195 is a concomitant. Please refer to manufacturer report number 2016493-2025-115197, which captured the correct suspect device per investigation report.

Event description:
It was reported there was an over infusion of precedex (400 mcg/100 ml). After the precedex infusion was initiated, it was found that 70ml of precedex had infused within 15 minutes. At this time, the pump indicated 2ml had infused. The clinician reported "patient had both hypertension and then hypotension, requiring titration of multiple vasopressors." Later that day, the patient woke up and was able to follow commands. The patient also experienced ventricular tachycardia that resolved with medication. The patient still required pressors for a low blood pressure, but blood pressure was reportedly "not labile." The day following the event, the patient lost pulses in their right arm and required an embolectomy. At this point, the patient's family facilitated a "do not resuscitate" order, and the patient was transitioned to comfort care measures only. The patient expired. The precedex was a routine order to help the patient who was restless and delirious. The event occurred at 23:50. The patient was also receiving infusions of epinephrine at a rate of 0.03 mcg/kg/minute, milrinone at a rate of 0.125 mcg/kg/minute, norepinephrine titrated (2-6 mcg/minute), lasix at 10 mg/hour, normal saline carrier at a rate of 10 ml/hour. Vasopressin was started well after the event at 5 am.

Event description:
It was reported there was an over infusion of precedex (400 mcg/100 ml). After the precedex infusion was initiated, it was found that 70ml of precedex had infused within 15 minutes. At this time, the pump indicated 2ml had infused. The clinician reported "patient had both hypertension and then hypotension, requiring titration of multiple vasopressors." Later that day, the patient woke up and was able to follow commands. The patient also experienced ventricular tachycardia that resolved with medication. The patient still required pressors for a low blood pressure, but blood pressure was reportedly "not labile." The day following the event, the patient lost pulses in their right arm and required an embolectomy. At this point, the patient's family facilitated a "do not resuscitate" order, and the patient was transitioned to comfort care measures only. The patient expired. The precedex was a routine order to help the patient who was restless and delirious. The event occurred at 23:50. The patient was also receiving infusions of epinephrine at a rate of 0.03 mcg/kg/minute, milrinone at a rate of 0.125 mcg/kg/minute, norepinephrine titrated (2-6 mcg/minute), lasix at 10 mg/hour, normal saline carrier at a rate of 10 ml/hour. Vasopressin was started well after the event at 5 am.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.